Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left circumflex (plcx) with mild calcification and moderate tortuosity. A 6french (f) guide liner was used to aid in the delivery of the 3.0x15mm xience skypoint stent delivery system (sds) but had resistance during advancement into the 6f guide catheter around the area of the guide liner half pipe channel entry port. The physician decided to withdraw the xience skypoint sds after several attempts, however, it was stuck and unable to be removed independently. Ultimately everything was removed together (guide wire, guide catheter and stent). The stent was removed intact still on the sds. A new guide catheter, guide wire and another 3.0x15mm xience skypoint stent (no guide liner used this time) was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.